Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During priming, in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the level sensor began alarming and the error message "level sensor disconnected" appeared although the sensor was connected. The failure was intermittent in nature. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.